Event description:
This spontaneous report rec'd by a (B)(6) physician concerns a (B)(6) female pt (details not reported). She was injected with an unk amount of radiesse into marionette lines and cheeks (bilateral) for the filling of cheeks and treatment of marionette lines on an unk date in (B)(6) 2011. The pt's medical history and concomitant medication were not provided.. In (B)(6) 2012, i.e one year post-injection, the pt developed a nodule. Reportedly, she was reviewed for a second injection but at examination the physician detected a deep nodule. However, the nodule did not seem to hamper the pt. In (B)(6) 2013, a surgical removal of this nodule was performed. A histological examination revealed a foreign body reaction. The outcome of the event was not reported. No info on the intensity of the event was give. No further info was provided. Add'l info was requested.

Manufacturer narrative:
Follow-up info was rec'd on (B)(6) 2013: an updated report of incidents with medical devices and histological report were rec'd. Accordingly, the event was amended from nodule to nodule right cheek. Reportedly, the pt was (B)(6) at the time of event onset. On (B)(6) 2011, she was injected with an unk amount of radiesse in cheeks. On (B)(6) 2011, she was injected with an unk amount of radiesse into marionette lines and cheeks. On (B)(6) 2012, i.e. One year after first injection, the pt developed a deep nodule in the right cheek. In (B)(6) 2013, a resection of an adherent tumefaction of the right cheek was performed and a foreign body granuloma was histopathologically confirmed. In the course of the resection, four small fragments of yellow color, all weighing one gram, were removed. The final conclusion included a highly granulomatous inflammatory foreign body reaction which developed with tracks from a pseudomucoid substance (most likely corresponding to the filler injected in this area). In the opinion of the reporting physician, the event was of moderate intensity and unlikely related to treatment with radiesse. No further info was provided. The physician considered the case event as resolved without sequelae.